Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup therapy. Instructions were given regarding the return of the faulty pump and preparation for the new one.